Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the machine head was damaged, the unit was out of calibration, the control bar was not in the correct position, the motor speed was unstable, screws were worn and the e-ring, needle bearing and reciprocation arm were corroded; however, the repair has not been completed due to awaiting on materials for repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time the device is in need of repair as it was faulty. It is unknown if there was patient impact or delay. During product evaluation it was found that the motor speeds were unstable. Due diligence is complete and there is no additional information available.